Manufacturer narrative:
Proximate linear stapler-based upon the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. There were no anomalies with the formation of the staples. The reported incident could not be recreated.

Event description:
It was reported that the tl30 was used during a laprascopic anterior resection. It was reported by the affiliate that the staples malformed. The surgeon put some overstitches too close the tissue. There was no consequence to the pt.